Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and it was immediately noted that there was thrombus on the core wire. The physician aspirated back from the wds, and the thrombus was no longer visible on imaging. The procedure was continued, and the closure device was successfully implanted in the laa of the patient. The physician removed the was and wds while still aspirating. The patient did well following this event and did not experience any consequences or complications. The patient was discharged from the hospital doing well.